Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 14814 was returned and analyzed. Visual inspection was performed and no anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the balloon catheter was used for 21 applications on the reported event date. The balloon catheter was recognized and passed the electrical integrity verifications and performance test. The balloon catheter completed the inflation, ablation, and thawing phases with no cryoconsole system notices generated. No performance issues were identified. All pressures and flows were in range and temperature curve had no oscillation or overshoot. During inspection of the shaft segment, guide wire lumen kinks were observed 0.777 and 1.184 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to kinks on the guide wire lumen. If information is provided in the future, a supplemental report will be issued.